Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00576, 3002806535-2017-00577, 3002806535-2017-00578.

Event description:
It was reported that a patient experienced pain and bursitis approximately 8 months post-implantation. Patient was treated with medication and physical therapy.